Event description:
During the procedure, as the doctor was turning the wheel, there was no clicking sound made and the first two bands fired off at the same time. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
The complaint is unconfirmed for the reported condition. Visual and physical evaluation revealed that the handle did click as the spool was rotated a half turn of 180 degrees. Device history record review: performed by rep of accellent and a review of the device batch record was performed for raw materials, in-process and finished goods on lot number etqeh003 and no non-conformances or CAPA's were opened in relation to the nature of the complaint. The devices met all raw materials, in-process and finished goods specifications upon release of the product. No CAPA will be initiated complaint was found to be unconfirmed for the reported condition.